Event description:
It was reported that this right ventricular (rv) lead was severed during generator change. The lead was knotted around and appeared to be rather tangled. As physician was trying to untangle the lead, the lead that was in the patient's ventricle was severed. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The lead severed allegation was confirmed, basing on the finding of a severed lead which was only the proximal segment was returned. Moreover, the lead was returned severed ~250 mm from the terminal end. Environmental stress cracking (esc) was observed which on the surface only. Setscrew marks were in the correct location on the terminal pin (3) and ring (1). Noted deformed and kinked lead segment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was severed during generator change. The lead was knotted around and appeared to be rather tangled. As physician was trying to untangle the lead, the lead that was in the patient's ventricle was severed. The lead was surgically abandoned. No additional adverse patient effects were reported.